Event description:
The customer reported that she was hospitalized for hyperglycemia, with blood glucose of 264 mg/dl. The customer stated that she had excessive thirst prior to the event. The customer also stated that she uses a quick-set infusion set and that she last changed her infusion set an hour before the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.